Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead was explanted due to insulation damage approx. 43 months after the implantation. The associated ICD was also explanted. Further information was requested. Should additional details be available, this report will be updated.